Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a low battery was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "low battery". This condition had the potential to interrupt delivery. It is unknown when this event occurred. The department where the event occurred is unknown. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.